Event description:
It was reported that this ra lead exhibited high out of range pace impedances. The spikes to out of range values started in (B)(6) 2018. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)